Event description:
Developed a rash around eyes shortly after using this product for the first time. I've been using biofinty contact lenses for over 10 years but the optometrist office sent me new eye contact product aquaclear which is supposed to be the same product as biofinity. I went to see a dermatologist who diagnosed the rash as contact dermatitis which develops when the skin gets into contact with a new substance. After taking the eye contacts out the burning sensation in my eyes and around the eyes subsided. I attempted to put the contacts back in and after 5 minutes the itching started up again.